Manufacturer narrative:
The complaint investigation, including root cause determination, is in progress.

Event description:
A surgeon reports pts with topographically-observed "central islands" (corneal irregularities) following a custom myopia with astigmatism laser procedure. It is not known whether there was pt impact/injury associated with this report. Additional info has been requested. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Pts with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.